Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The pt underwent explantation of the pump and catheter in 2001 due to "battery depletion". The pump was returned to the manufacturer for analysis. The pt underwent implantation of another synchromed pump on the same day and resumed baclofen therapy.